Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that he pump battery was noted to be jumping. Review of pump history showed the pump battery dropped form 30% to 5% in one hour. Customer reported blood glucose level was 196 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.